Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage under the display screen, electronic assembly, or motor was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer reported the insulin pump had been alarming for the past five days. Customer stated they exposed the insulin pump to moisture from sweat. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.